Event description:
During a laparoscopic procedure, the 20 cm grasping forceps insulation broke down creating a side burn to the patient. A 0.5mm pin hole developed 37mm proximal from the forceps tip. During activation of the electrosurgical unit (esu), radiofrequency (rf) current leaked through the insulation and burned the infant on the right abdomen. Instrument removed and sent to biomedical engineering department for reporting. Generator setting was 30cut/30 coag blend. Manufacturer response for kelly grasping forceps, sureclick (per site reporter). Will have mfg determine next steps.

Event description:
During a laparoscopic procedure, the 20 cm grasping forceps insulation broke down creating a side burn to the patient. A 0.5mm pin hole developed 37mm proximal from the forceps tip. During activation of the electrosurgical unit (esu), radiofrequency (rf) current leaked through the insulation and burned the infant on the right abdomen. Instrument removed and sent to biomedical engineering department for reporting. Generator setting was 30cut/30 coag blend. Manufacturer response for kelly grasping forceps, sureclick (per site reporter). Will have mfg determine next steps.